Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the chiller temperature (t4) water could not be cooled in an arctic sun device. Per review of wo on 20jun2024, device was used on patient and no patient injury was reported. Per follow up information received via email on 25jul2024, updated entry description (see attachment). They had sent the device to us depot and wait for depot to repair. They used another device to continue therapy. There was no patient injury. Per sample evaluation results received via task on 16sep2024, it was reported that the tank seals lifted, and debris found in tank.

Manufacturer narrative:
The reported issue was confirmed. The root cause of the reported issue could not be identified. Although a root cause could not be definitively identified, based on the risk documentation review, a potential root cause for this type of failure could be inadequate maintenance of the device. However, there was insufficient information to confirm this potential root cause. A DHR review is not required as the reported event is not an out of box failure and therefore the reported event is not manufacturing related. The instructions-for-use are found to be adequate. The IFU currently instructs the user on the proper method to use this device to avoid undue injury to the patient and damage to the product. Per the IFU: "cleaning and maintenance routine cleaning and preventive maintenance should be performed on the arctic sun¿ temperature management system control module every 6 months at a minimum. This consists of cleaning the external surfaces, accessories and chiller condenser, inspecting the device, and replenishing the internal cleaning solution that suppresses microorganism growth in the water reservoir and hydraulic circuit. See the arctic sun¿ temperature management system service manual for additional information." UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the chiller temperature (t4) water could not be cooled in an arctic sun device. Per review of wo on 20jun2024, device was used on patient and no patient injury was reported. Per follow up information received via email on 25jul2024, updated entry description (see attachment). They had sent the device to us depot and wait for depot to repair. They used another device to continue therapy. There was no patient injury. Per sample evaluation results received via task on 16sep2024, it was reported that the tank seals lifted and debris found in tank.